Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer requested assistance with programming the insulin pump. Customer and nurse were assisted with changing the basal rates and bolus wizard setting. It was stated that the customer will call back to report the details on the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.